Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on 07/06/2017, that on (B)(6) 2017, the patient experienced an adverse event. Date of issue is an approximation. It was reported that the patient noticed that the sensor had fallen off before her boyfriend found her on the floor having a hypoglycemic seizure. The patient's father arrived and tested the patient's blood glucose (bg) that measured 97 mg/dl. By the time the patient's mother arrived, she gave the patient glucagon tablets and a steroid and then tested the patient's bg that measured 117 mg/dl. The patient's parents transported the patient to the hospital and was released 24 hours later. The patient did not state what treatments they received at the hospital. At the time of contact, the patient was doing well. No additional or event information is available.